Event description:
On (B)(6) 2013, pt developed symptoms of eyelid edema and allergic conjunctivitis in the od. However, synergeyes was not made aware of the event until (B)(4) 2013. As reported, on (B)(4) 2013 synergeyes shipped the pt's lenses to the practitioner. On (B)(6) 2013, the attending physician saw the pt for treatment of the eyelid edema and allergic conjunctivitis in the od. The physician told the pt to discontinue the use of the lenses. It is not clear what drugs were used in the treatment of the edema/conjunctivitis or if the pt discarded the lenses. On (B)(6) 2013, the pt again sought treatment for an eyelid edema and conjunctivitis in the od. It is not clear what drugs were used in the treatment of the edema/conjunctivitis. The pt received a replacement lens on (B)(6) 2013. According to the physician the pt has had no other issues with the lenses. The pt is doing "well."

Manufacturer narrative:
The lens parameters were inspected during the investigation. All of the lens parameters matched the parameters as found on the product label. The surface inspection passed the manufacturing standards. A tear was found on the lens which is consistent with pt handling and use.